Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing low blood glucose. The customer stated that the day before; she had not eaten, she checked her blood glucose value before eating and it was 59 mg/dl. Customer stated that the lowest blood glucose value she has had is 39 mg/dl. She stated, she treats with glucose tablets and orange juice. The customer declined troubleshooting and stated that the doctor check the insulin pump and they believe is functioning properly. She also mentioned that the doctor prescribed to use the sensor to control the low but she has not received training. Customer was advised an email was sent to a trainer to contact her.